Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
This report is being filed to provide results of device evaluation.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant. During the procedure, high out of range pace impedances of greater than 2000 ohms were observed. The lead was found to have dislodged, so it was removed and replaced. Placement difficulty was experienced, but also removal difficulty. No adverse patient effects were reported.